Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus medical systems india private limited (omsi) for evaluation. Omsi inspected the device and confirmed the following: the endoscopic image was noisy and flickering, and after a while, the endoscopic image on the monitor disappeared intermittently. This was caused by a failure of the ccd unit and camera cable assembly. There was a leakage from the camera cable. The metal part of the coupler unit was heavily rusted. Also, the rotation of the focus ring was not smooth. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that when the device was moved, the endoscopic image on the monitor screen was flickering. There was no report of patient injury associated with the event.